Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported device doesn't register an open door which was reproduced during evaluation. The cause was determined during a visual inspection to be the link, hooks, and latch pins were out of adjustment. The upper auxiliary was also found to have failed, these findings can lead to false close door and open door state recognition, as the customer alleged. The link, latch pins, hooks were adjusted and the upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not register an open door. There was no patient involvement. No additional information is available.